Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was reported by a healthcare professional via a company representative regarding a patient receiving morphine (15 mg/ml at 2.5 mg/day) from an implanted pump. The indication for use was non-malignant pain and failed back surgery syndrome. The patient's history included back pain. On 2016-08-12 it was reported that the on (B)(6) 2016 the reported experiencing increased pain like before the pump was implanted; they had a 9% dose increase. On (B)(6) 2016 they reported experiencing increased pain; they had a 9% dose increase. On (B)(6) 2016 the patient had a CT scan and the radiologist questioned catheter continuity. A dye study was scheduled on (B)(6) 2016. There were no known environmental/external/patient factors that contributed to the issue. The issue was not resolved at the time of the report. At the time of the report the patient was alive with no injury. No surgical intervention had occurred and it was unknown if one had been planned. On (B)(6) 2016 the rep reported that a CT scan was done and two catheters were seen. During the (B)(6) study the hcp was only able to aspirate 0.2ml. An x-ray was done and it appeared that the catheter was sheared mid back which was consistent with the CT results. It was noted that a catheter revision and pump replacement would occur in the future. Additional information was reported by the rep on 2016-08-16. The cause of the increased pain was disruption of drug delivery due to a broken catheter. The broken catheter was also the cause of the inability to aspirate.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) indicated the procedure of the catheter and pump replacement was done on (B)(6) 2016. Upon dissecting to anchor and releasing the anchor, only a portion of catheter was retrieved. The distal segment in intrathecal sac was visualized with fluoroscopy. The doctor reported the patient started having increased pain about three weeks ago. He explained all to the family and would follow up with his recommendations. The replacement catheter and pump implanted without incident and the dosing was reduced. A portion of catheter would be returned. Additional information was received from the rep clarified only a portion of the catheter was retrieved. The distal segment had sheared and was in the "thecal sac". There was a catheter issue because it sheared off and was not delivering medications intrathecally.

Manufacturer narrative:
Returned catheter analysis confirmed the most distal end of the catheter segment had a jagged look to it. The characteristics of the jagged look is typical of a break. (B)(4) no longer applies conclusion code 11 no loner applies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.